Event description:
On 5/aug/2022, fresenius became aware this 54-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on (B)(6) 2022. Subsequent attempts to obtain additional information (e.g., medication records, culture records, treatment data, hospital records) regarding the reported serious adverse event of peritonitis, have thus far been unsuccessful.